Event description:
In a journal article, the investigator reported that glare and halos were more bothersome with multifocal than monofocal implants. Adverse visual symptoms at night were reported equivalent between multifocal and monofocal pts. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the monofocal lens.

Manufacturer narrative:
The product has not been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. Citation: baumuller s, anhalm h, muller mf, meyer ch. Long-term visual outcome comparison of bilateral implantation of apodised diffractive versus progressive multizonal refractive multifocal intraocular lenses after cataract extraction. Klin monbi augenheilkd. 2013 aug; 230(8): 791-5. (B)(4).